Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation unit quit working about a month ago. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca burned, iso port, outlet seal contaminated, bottom enclosure stained, scratched display. There was no error has been identified. The device was scrapped.